Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4. Product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot - null. Device history batch - null. Device history review - null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "patella tendon injuries secondary to cement spacers used at first-stage revision of infected total knee replacement". Literature article "patella tendon injuries secondary to cement spacers used at first-stage revision of infected total knee replacement" by katherine wilson et al. Published by frontiers in surgery was reviewed. The article purpose: to describe a series of three patients who sustained patella tendon injuries in infected total knee arthroplasties following the use of a static cement spacer at first-stage knee revision. The article reports: a (B)(6) male underwent a primary right tka for osteoarthritis. First stage revision was performed at the referring hospital where the infected knee prostheses were removed, infected soft tissues and bone debrided, and a static cement spacer inserted. Four months later, this patient was referred to the authors' unit for persistent infection. At this point, a second stage revision was performed using a depuy noiles prosthesis. The infection persisted and the patient underwent two further debridements. Following this, the patient underwent another procedure in order to enhance the extensor mechanism where a competitor product was used (ligament product). Cement usage and patella resurfacing is not mentioned within the article. Depuy products involved: s-rom noiles. Complications: infection (1), surgical intervention (3).